Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that fraction of inspired oxygen via external analyzer was much lower than the fraction of inspired oxygen that was set on the lap top ventilator 2200. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected ltv 2 unit found screws and washers to be missing on upper boot. No other anomalies were found. Power on self test (post) and events trace. Found no issues during review. Switched modes into service and allowed unit to warm up to 109.0°f (spec 100°f to 110°f). Performed vhome trim calibration, was out of range. Calibrated vhome trim within specification. Found sealing gasket to be damaged. Replaced sealing gasket with a new one. After the replacement was made allowed the unit to warm back. Then calibrated vhome trim within specification. Performed test cases 1 through 8, passed at all segments. The reported volume issue was duplicated and found sealing gasket to be damaged from flow valve assembly causing the fio2 failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.